Manufacturer narrative:
The device is available for evaluation, but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. It is not possible to trace the manufactured date of the device because, the serial number is unknown.

Event description:
A stryker core impaction drill was called in for repair due to overheating during procedures. No adverse events were associated with the device; the procedures were completed with another drills without any procedure delay.